Event description:
It was originally reported that the patient could not feel their stimulation since implantation of the implantable neurostimulator (ins). The patient initially observed the "upper limit" icon on the patient programmer when the stimulation was at 6.35 volts, but could not feel the stimulation. With the assistance of the company representative, the patient activated program 2 and felt the stimulation at 6.8 volts. The next day the patient still was experiencing a lack of effect ("getting up a lot during the night"). The ins was found to be turned off. The device was turned back on and the patient felt stimulation at 5.05 volts. The patient noted that training on how to use the patient programmer at the time of implant was ineffective due to the effects of anesthesia. Two days later, the patient was unable to increase the stimulation. It was found that he had switched to group 4 at 1.0 volts and had reached the upper limit for that program. The patient was assisted again to switch to group 1 at 6.35 volts where he was able to feel the stimulation. Follow-up information received reported that the patient met with their healthcare professional (hcp) and the company representative for the event and was to have surgery to fix the device issue. Subsequent information received reported that the patient was told by their hcp that the ins was defective and was replaced. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model: 3093-28, lot #v503604, implanted: (B)(6) 2010, explanted: (B)(6) 2010; programmer: model: 3037, (B)(4).